Manufacturer narrative:
Corrected data: b5 - the reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -5.00/2.0/089 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. There was lens rotation not associated with low vault with some "ghosting of letters on the chart no matter where the axis is turned", and on (B)(6) 2020 the lens was repositioned and the problem was resolved. Postoperative report indicated that "normal post op course. Patient still has a suture os at axis 85". Cause of the event was reported as unknown. G3 - date in initial medwatch report should be corrected to 28-aug-2020. H6 - health effect clinical code: 2140 should be corrected to 4582. H6 - health effect impact code: 4625 - additional suture. H6 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Reportedly, "patient still having some ghosting on the letters on the chart no matter where the axis is turned." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.